Event description:
It was reported by service report that the calf support was not holding up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bottom head cap screw on calf support.